Event description:
It was reported that reamer shaft and bushing assembly stuck during reaming the patella. The surgeon stopped using them and cut freehand.

Event description:
It was reported that reamer shaft and bushing assembly stuck during reaming the patella. The surgeon stopped using them and cut freehand.

Manufacturer narrative:
Observation of the device by the material analysis team indicated the discoloration is not indicative of any material or manufacturing defects. A functional analysis indicated that there was some difficulty during insertion of a returned shaft with the bushing. Although there was initial resistance from bushing damage, the device functioned properly when fully engaged. The reported failure was not confirmed. Device history review indicated that all devices met specification at the time of manufacture. Complaint history review found there have been other events for the subject device lot. The events were attributed to poor maintenance of the device over several years of use. The investigation concluded that the likely cause of the reported damage is user misuse. It is likely that the device was not properly cleaned between uses, which led to the build up of debris, causing the damage threads. The event could not be confirmed as the device is considered functionally acceptable. Resistance was noted initially, but when fully engaged, there were no issues. No material or manufacturing defects were identified.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.